Event description:
It was reported that the up/down arrow keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact; however, the down/ok buttons were intermittently responding to user inputs, and there was evidence of contamination under the key contacts.